Event description:
It was reported that the shock lead impedance was fluctuating and dropping below 30 ohms. The shock impedance at implant was 65 ohms. Technical services suspects the patient has worsening heart failure. Technical services advised to take an x-ray to confirm the electrode is not migrating. The clinic will check the device again later. The system remains implanted. There were no adverse patient effects.